Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 600 mg/dl) and correction boluses via the pump were delivered in an attempt to lower the bg. The customer went to the emergency room on (B)(6) 2017 and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin and fluids. The customer was discharged on (B)(6) 2017 with the high bg and dka resolved. The customer was in contact with a healthcare provider and was using insulin injections to manage diabetes.